Manufacturer narrative:
Motor error alarm during rewind due to oily motor home switch. The displacement test functioning properly. Pump received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, scratched case and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. Blood glucose level at the time of the incident was 165 mg/dl. Troubleshooting was performed. The device was returned for analysis.